Event description:
It was reported that the pump was being checked for "patency", but the details of the "pump problem" were unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8708, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).